Event description:
A (B)(6) male patient contacted zoll customer support to report "check belt" messages. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon evaluation, the electrode belt trunk cable connector was damaged. The cause for the damaged connector cannot be positively identified but is likely due to excessive force. No adverse event resulted from the damaged belt cable connector. The patient received a replacement electrode belt.